Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in pain and not able to feel stimulation after implant surgery on (B)(6) 2016. As of date notified they are still not feeling stimulation but know the implant is working as they are getting 50% or more symptom relief. Additional information received from the patient on aug-24 reported that they have been incontinent since (B)(6), and that they do not feel stimulation. Therapy was confirmed to be on, with the patient starting on 0.05 and increasing stimulation to 3.15 with stimulation still not felt. It was further noted that the patient's back hurts all the time, and that it was a pre-existing condition. On aug-29 the patient reported that they still have no stimulation, and that they turned the "strength" up to help resolve it. It is unknown what caused the patient not feeling stimulation, with the patient stating "unless about swelling going down." The patient will follow up with the healthcare provider (hcp) as needed. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.